Event description:
Reported issue: on 01 december 2022 in the ortho-trauma department prior to use. It was observed that the packaging of the stapler was split. An identical reference device of an unknown lot# was used as a replacement.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35r 6/box lot# 73e2200836 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.